Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus attempted to perform a review of the instrument history utilizing the scope¿s (model: tjf-160vf and serial # (B)(4)) provided by the user facility; however, no records were found. The cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that a patient contracted a pseudomonas infection and expired after undergoing a procedure with the duodenoscope. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Additional information received states that patient was diagnosed with ampula adenocarcinoma. The patient presented to the user facility with fever on (B)(6) 2019 and went to acute infection ("ai"). The patient presented again the next day on (B)(6) 2019 with fever and abdominal pain to ai. An endoscopic retrograde cholangiopancreatography (ercp) was performed. The patient was diagnosed with moderate cholangitis and carbapenemase-producing resistant enterobacteriaceae (cpre). The patient had a report of common billiar dental stenosis intramural it was not possible to remove the placed prosthesis finc (B)(6) 2018)) as it migrated and the billary prosthesis was located with duodenoscopy. The patient was treated with antibiotics (metronidazole and 3rd generation cephalosporin) at that time. On (B)(6) 2019 the patient returned back to the facility with severe cholangitis placed in intensive care unite (ICU) with multiple organ failure, disseminated intravascular coagulation, and was intubated. The patient underwent duodenoscopy on (B)(6) 2019, which did not identify a vater block, bleeding was observed with the endoscope that autolimites and cannot be identified the transpapillary prosthesis. The endoscopic procedure was suspended due to hemodynamic instability despite amines. Percutaneous drainage was recommended. The user facility reported that on (B)(6) 2019, the patient underwent a percutaneous drainage and was administered antibiotics (vancomycin, ciprofloxacin, ampicillin). The patient expired (B)(6) 2019.